Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the fan in the front of cardiosave intra-aortic balloon pump (iabp) was making a loud humming noise. There was no injury reported.

Manufacturer narrative:
Updated fields: b4, d9, e1-(initial reporter name, event site email), g3, g6, h2, h6-(component code). Corrected fields: d4-serial, UDI. Upon gfe communication with getinge field service engineer, it was identified that the previously submitted serial number in the report (2249723-2025-0004922) is incorrect. So the serial number is corrected in this report. The getinge fse completed the repair and replaced fan. A complete final followup report will be submitted upon the completion of the investigation.